Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the wake button was difficult to press and/or requires multiple presses to turn on pump screen. Customer's blood glucose level was 612 mg/dl. A manual insulin injection was administered to address bg level. Reportedly, the customer continued to use the pump for insulin therapy.